Event description:
On (B)(6) 2011 the pt was being treated with the gore excluder aaa endoprosthesis. The final angiogram showed a proximal type I endoleak due to poor wall apposition so the physician used a cook coda balloon to model the proximal end of the trunk ipsilateral leg component. After the ballooning the pts blood pressure dropped, but stabilized. Later that day a CT showed a dissection proximal to the trunk ipsilateral leg component and the pt was converted to open surgical repair.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use the (B)(4) is intended to treat pts with an aortic diameter of 24-26mm.